Event description:
The customer reported the ventilator went vent inop, and alarmed during use. The customer reported there was no patient harm. Vent inop when in use, will stop provide ventilatory support to the patient. The biomedical technician serviced the ventilator, and reported he replaced the exhalation flow sensor to correct the problem.